Event description:
Further information was received indicating that the patient's main issue was the cough that was bothering her and there was no actual increase in seizures. The patient just mentioned that she was still having some seizures. The patient's cough was with stimulation and once the settings were reduced, the cough resolved. The patient did not have an increase in seizures, but with the adjusted settings, she is doing very well, including seizure-wise.

Event description:
Clinic notes were received indicating that the vns patient was hospitalized for three days in 2011 due to seizures. The patient¿s device settings were subsequently adjusted. On (B)(6) 2011, the patient collapsed and had approximately nine little and big seizures daily. The patient was taken to the ER on (B)(6) 2011. CT was fine. The patient¿s settings were adjusted and the patient felt back to normal. The patient was later given new medication. The neurologist observed that the patient¿s device settings had reset. No real triggers or radiating symptoms were identified. The patient did not have any head or neck trauma initially. The reset in device settings was reported in manufacturer report # 1644487-2014-01402.

Event description:
It was reported that the pt was complaining of increased seizures. She was also complaining of not feeling stimulation as well and choking/coughing every few minutes. Pt's settings were 2/30/250/30/3 magnet 2.25/250. The physician decreased her frequency down to 20 hz and increased her pulsewidth to 500 msec. After this was done and the pt was not experiencing any irritation (choking/coughing). Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Date of event, corrected data: based on the information reported in supplemental report 02, the event date has been updated to (B)(4) 2011. This report is being submitted to correct this information.